Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). (The importer). N a follow up with the facility, the reporter confirmed that the safety clip did properly engage when the nurse placed the used needle off to the side in a tray. The reported stated that the event occurred when a second nurse came to assist the nurse by cleaning up supplies. The assisting nurse went to gather the used materials and the other nurse did not inform her that a used needle had been placed in the tray with the other used supplies. The assisting nurse went to gather the used materials and the other nurse did not inform her that a used needle had been placed in the tray with the other used supplies. The assisting nurse received the needle stick when picking up the used supplies for disposal. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information was forwarded to the actual manufacturer, b. Braun (B)(4). Without the actual sample, a thorough investigation could not be performed. No specific conclusions can be drawn. If additional pertinent information becomes available, a follow up report will be filed.

Event description:
(B)(4).